Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture became detached from the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: (B)(6) 2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify during use on the patient? Was there any adverse consequence associated with the patient? No, but interrupted the flow of the procedure as needed another suture. What is the total number of procedures? Unk. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Yes, nothing to return. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.